Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Excessive vaulting was noted and the lens was explanted on (B)(6) 2015 and exchanged for a shorter lens. This resolved the problem and the patient's last bcva was 20/28.5. See MFR report #2023826-2015-01036 for the event on the other eye.